Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer stated that she was found unconscious by a friend and her blood glucose reading was 56 mg/dl at that time. Troubleshooting was performed and the insulin pump passed the displacement test. Other than the low reservoir alarm, no alarms were found in the history. Nothing further was reported.